Event description:
Iab catheter inserted using sheathless technique prior to surgery. When pt returned from surgery 7.5 hrs later, the augmentation and inflation were noted to be poor. The iab catheter was removed after 57.5 hrs of pumping.